Event description:
It was reported that the patient underwent a left knee manipulation under anesthesia and was ultimately revised less than six (6) months following a left knee arthroplasty to address stiffness. Only the tibial components were revised and replaced. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10, concomitant devices, persona all-poly patella 35mm catalog #: 42540200035 lot #: 66540369, persona cemented cruciate retaining narrow femoral component left size 11 catalog #: 42502007001 lot #: 66674771, persona stemmed cemented tibial component left size g catalog #: 42532007901 lot #: 67075669, palacos r + g bone cement catalog #: 66056768 lot #: 69421390 g2: foreign, event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.